Event description:
It was reported that the autopulse platform (serial number (sn) (B)(4)) displayed a "replace battery" message using 3 autopulse li-ion batteries that were fully charged after a 24 hour rotation. All batteries (sn's: (B)(4)) had this issue once in the platform on different dates in and around (B)(6) 2014. No adverse patient sequelae was reported. No further information was provided. Please note that the customer did not provide the exact date of event.

Manufacturer narrative:
Customer indicated that this issue occurred at station 32. Customer also reported that the battery had a broken latch on (B)(6) 2014. The autopulse battery in complaint was returned to zoll on 03/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Please see the following related MFR. Reports: 1. #3010617000-2015-00172 for autopulse® resuscitation model 100 with sn: (B)(4). 2. #3010617000-2015-00173 for autopulse® li-ion battery with sn: (B)(4). 3. #3010617000-2015-00175 for autopulse® li-ion battery with sn: (B)(4).

Manufacturer narrative:
Please see the following related MFR. Reports: 3010617000-2015-00172 for autopulse® resuscitation model 100 with sn: (B)(4); 3010617000-2015-00173 for autopulse® li-ion battery with sn: (B)(4); 3010617000-2015-00175 for autopulse® li-ion battery with sn: (B)(4). Investigation results for the returned battery are as follows: please note that the customer also returned autopulse multi-chemistry charger (mcc) with sn (B)(4). Visual inspection of the charger found that one of the pins in the right bay of the charger was pushed in. This led to an intermittent connection between the charger and the batteries inserted into the charger. A review of the battery's archive data was performed and found that li-ion battery with sn: (B)(4) experienced frequent bouts of intermittent charging. The intermittent charging experienced was due to the pushed out pin on mcc with sn (B)(4).